Event description:
As reported: "we received a complaint on a patient with a jts system. The patient is undergoing a revision surgery today, (B)(6) 2023, to undergo a washout for a possible infection. The device¿s pin # is 100282."

Manufacturer narrative:
Reported event: an event regarding infection involving a jts, distal femoral replacement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. There have been no other events for the sterile lot . Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smbpr00 smiles knee bumpers exsm bumper pad lot b32794. Smbsh00 smiles knee bushes exsmall bushing lot b32923. Smcap01 smiles knee axle cap exsm axle cap lot b32711. Smtbc00g passive grower tib bearing xsm tibial bearing lot b31820. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "we received a complaint on a patient with a jts system. The patient is undergoing a revision surgery today, (B)(6) 2023, to undergo a washout for a possible infection. The device¿s pin # is 100282."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.